Event description:
It was reported to tyco healthcare/kendall in 2007 that a chest tube was used during a procedure. The customer reported that in 2004 following a motorcycle accident, a chest tube was inserted and then re-adjusted. Follow up x-rays revealed continued malpositioning of the chest tube. The tube was removed and another was inserted. Ten days later, a chest x-ray revealed a malpositioned chest tube. It was decided that a new chest tube would be inserted. During the procedure there was frank blood in the endotracheal tube and the CT container. The patient expired 31 minutes after the tube was inserted.

Manufacturer narrative:
A detailed investigation is underway. The results will be forwarded upon completion.